Event description:
It was reported that the tracking of the maxi sky 600 had come away from the ceiling of a 90 degrees bend. When using the ceiling lift, it was noted by the patient's father that the rail was sagging on the 90 degree position. No staff member or patient was injured.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc. On behalf of the importer (B)(6). It was indicated that following the complaint, a third party added suspension fasteners on the 90 degrees to alleviate the symptoms observed. Additional information will be provided following the conclusion of the manufacturer's investigation.